Event description:
The colleague pump, software version device 5.04.00, was returned to baxter for service. During testing, the baxter tech reported that all keys on the pump head module (phm) keypad for channel c were inoperable. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
(B) (4). Eval summary: the condition of colleague pump in which all the keys on the phm keypad were inoperable was confirmed and duplicated during product eval. The assignable cause was not identified in the eval; however, the phm keypad was replaced to fix the reported condition. The pump was tested per procedure and returned to the facility within specification. This issue is currently being investigated under CAPA-(B) (4).